Event description:
Reporter stated lancet protrudes beyond the end cap of the softclix device. No adverse event reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.